Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and calcified unspecified artery. A 16 x 2.25 promus premier¿ stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).